Manufacturer narrative:
Medtronic received information that the reported issue has not recurred on the navigation system. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as expected. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while actively navigating an instrument, the system would stop navigating and give a red status for a few seconds, and then turned back to green along with a slight lag when it comes back to normal. The probe remained in the field the whole time. The site checked the eminterface and everything was listed as ok, although the behavior could be replicated with the demo head post surgery. The site reinstalled the software before calling in. There's not a certain area in the field that triggers the red status. There was no patient impact reported and less than one hour delay to surgery.